Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a other hip stem was reported. The event was confirmed via clinician review of provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'this case concerns a 70 year old female who at some point underwent a distal femoral replacement of the right knee with a rotating hinge component and gmrs implant. The implant loosened and subsided and was revised changing part of the components. About one month later the patient underwent revision for a periprosthetic fracture above the femoral implant. I can confirm that the patient had a revision procedure of the right distal femoral replacement implant and also the re-revision procedure for periprosthetic fracture since I was able to review operation reports and x-rays. The root cause of this event cannot be determined with certainty. The causes of loosening of a distal femoral replacement rotating hinge prosthesis are multifactorial including surgical technique factors including cement technique, patient factors including bone quality, activity level and bmi. The causes of periprosthetic fracture are likewise multifactorial including surgical technique especially the reaming process which could theoretically remove enough cortical bone to weaken the femur allowing for fracture upon weight-bearing, patient factors including bone quality, activity level and bmi, as well as possible trauma. No trauma was related in this history. I would not assign any causality to the implant itself. ' product history review: review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical documents concluded: 'this case concerns a 70 year old female who at some point underwent a distal femoral replacement of the right knee with a rotating hinge component and gmrs implant. The implant loosened and subsided and was revised changing part of the components. About one month later the patient underwent revision for a periprosthetic fracture above the femoral implant. I can confirm that the patient had a revision procedure of the right distal femoral replacement implant and also the re-revision procedure for periprosthetic fracture since I was able to review operation reports and x-rays. The root cause of this event cannot be determined with certainty.¿ ¿the causes of periprosthetic fracture are likewise multifactorial including surgical technique especially the reaming process which could theoretically remove enough cortical bone to weaken the femur allowing for fracture upon weight-bearing, patient factors including bone quality, activity level and bmi, as well as possible trauma.¿ ¿I would not assign any causality to the implant itself.¿ with the provided information the exact cause of the event could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient fell at home and fractured above the zb compress. Patient had a periprosthetic fracture and the implant remained in patient. "Brief medial history: previously underwent gmrs hinge total knee arthroplasty (gmrs dfr, mrh tibial baseplate) in their right knee. Patient is a morbidly obese patient with multiple medical comorbidities at high risk for infection, fracture, aseptic loosening, and other complications."